Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her insulin pump was not delivering and delivering at random times causing high blood glucose. Customer stated that her insulin pump is crack at the reservoir compartment and the battery was depleting very fast, it was only lasting 2 days. Nothing further was reported.